Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient was diagnosed as pustular silver blood disease 10 months before the surgery and accepted medication. He was diagnosed as pustular silver blood disease, obstructive jaundice and prostatic hyperplasia. No other indications. The patient accepted duodenopancreatectomy on (B)(6) 2016. At about 22:30 on (B)(6) 2016, the patient¿s blood pressure decreased significantly, accompany with hematemesis. The surgeon immediately took a revision surgery and detected. The surgeon found that there was fresh blood and clots at the stomach-duodenum anastomosis line. The surgeon used 4-0 suture to fix the bleeding. The patient was transferred to ICU and observed after that. What is the surgeon¿s experience with the device? The surgeon had used more than 20 cd has before the surgery. Who fired the device and what is his/her experience? The director surgeon in the department of hepatobiliary surgery in the hospital, he has much experience. Where in the green range was the indicator located prior to firing? The surgeon rotated the knob to tight in the green area. At 1.0mm. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes when was the safety released prior to firing? Just before firing. Were the donuts inspected? If so, please describe. Yes. Two complete donuts with all layers present as intended. Was the washer inspected? If so, please describe. Yes. The washer was cut through with edge clear. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were there any issues with staple formation? No. Was a leak test performed? If so, what were the results? No.

Event description:
It was reported that during a pancreatoduodenectomy procedure the surgeon used the device to make gastrointestinal anastomosis, and during the initial procedure, the donut was found in good status. However, ten hours later, the patient had hematochezia. There was anastomotic hemorrhage under gastroscopic observation. The surgeon immediately operated a revision surgery and sewed the tissue with suture. One device was discarded.